Manufacturer narrative:
The account switched the valves and the head section worked. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the head section will not go up.